Event description:
Right-side MRI indicated rupture.

Event description:
Right-side MRI indicated rupture and bilateral capsular contracture, baker grade 3, right side.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint: (B)(4). The device was returned with a shell failure and moderate yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. Not enough intact shell for break testing. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.